Event description:
It was reported that the plate implanted was separating. Patients hip wasn't holding the products together. Patient stated that she went back to surgery for a procedure to put the products back together on (B)(6) 2013.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.